Event description:
According to user information, the doctor conducted a revision surgery due to instability in the construct. During the operation it was found that one screw was broken. The broken screw was partially removed. The screw tip could not be removed and was left in the patient.